Event description:
The patient contacted animas on (B)(6) 2013, reporting that his blood glucose kept dropping rapidly. He reported that he totaled his car due to low blood glucose (bg) of 20mg/dl. The patient stated he bolused approximately one and half hours earlier for his breakfast and then went low for several miles while driving and totaled his car. Upon the emts arrival, the patient was treated with glucagon injection. The patient stated that he worked with his healthcare professional (hcp) to try to adjust rates and it has not worked well. The patient stated that he does not feel low until he is in the 50smg/dl and stated that he usually goes low around 7 or 8pm. The alarm history showed no associated alarms noted, the bolus history showed no cancelled boluses and all boluses are accounted for, the basal history: confirmed basal delivery was appropriately, prime history showed that the patient has been priming properly/ drops seen at the end of the tubing and he changed supplies every three days or sooner if high bg is present. The suspend history showed no inadvertent suspends noted and the total daily dose was accurate when comparing to basal and bolus history and settings. Customer support advised the patient to closely monitor his bg. This report is being made due to the alleged hypoglycemic event the patient experienced due to a alleged history settings (inaccurate delivery) issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.